Event description:
On (B)(6)/2009, the pt reported an e10 (cartridge error) displayed on her insulin infusion device while she was trying to change the cartridge. She changed her device battery but the issue continued. She removed the insulin cartridge and began the 'change cartridge' procedure but received the e10 again while returning the piston rod. She stated her device sounds "like it is starting to run out of juice." She said it does not sound normal and is making a sluggish noise. She stated that while the piston rod was returning "it made a loud noise and sounded as if it was going to explode." She said that earlier in the week she heard a "strange noise" that was a "really loud motor noise" while trying to deliver a bolus. She said the "insulin did go in and blood sugars have been great." No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.